Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event, patient hospitalization and patient outcome were not reported. The patient was treated with vancomycin injection (1 gm once in four days) and imipenem injection (500 mg, twice a day) for peritonitis event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the cause of peritonitis was reported as due to suture site leak; however it was confirmed the suture site was located in the hypogastric region, therefore the cause of the event is unknown. One day after event onset, the patient was hospitalized and began the previously reported antibiotic therapy; it was confirmed that the imipenem injection was administered once daily at a dose of 125mg. On an unknown date, antibiotic treatment was discontinued and the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. One day after event onset, the pd catheter was removed due anther indication and the patient was transferred to hemodialysis therapy three times per week. Should additional relevant information become available, a supplemental report will be submitted.